Event description:
It was reported that during a rotator cuff repair procedure the dilator shaft and handle became deformed and stuck. The dilator was removed with a nipper. The procedure was completed properly with no additional bone holes required. No further complications were encountered.

Manufacturer narrative:
One 4.75 mm disposable threaded dilator was returned. The allegation was confirmed. The device is separated into two pieces. This would be a case of over torque on the device handle. The torque specification for the handle is 10 inch pound force. The dilator spec for the major nominal thread diameter is 5.15mm the minor is 4.75mm. The device meets spec. Per complaint communications, the site was prepped with a 3.8mm tapered (twinfix) disposable awl. Per the IFU: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. Further investigation is not warranted at this time.